Event description:
Boston scientific received information that this patient had to be externally rescued as his device system did not convert his rhythm. A second right ventricular (rv) lead was placed in the patient and the chronic rv lead was repositioned in an effort to provide therapy. Both of these rv leads had high defibrillation threshold (dft). The chronic rv lead was repositioned to the azygous vein, the device was programmed to a triad configuration and non conversion was still being seen. The patient is wearing an external lifevest while on waiting for a new heart on the transplant list. No further intervention was performed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.